Manufacturer narrative:
Product analysis: the analyzer was found to have disturbed connector pins, but passed console and system testing. The analyzer was forwarded to vendor for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that analyzer measurements on the atrial channel were erratic, even after troubleshooting. The analyzer has been returned for service. No patient complications have been reported as a result of this event.